Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the coil became detached from the inner coil"), device deployment issue ("abnormal deployment of the outer coil after releasing the system, the coil became detached from the inner coil and wrapped around itself"), device physical property issue ("the coil became detached from the inner coil and wrapped around itself") and complication of device insertion ("another insert had to be used") in a female patient who received essure (batch no. 626291). On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day of starting essure, the patient experienced device breakage, device deployment issue, device physical property issue and complication of device insertion. Essure was withdrawn. At the time of the report, the device breakage, device deployment issue, device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, device physical property issue and complication of device insertion with essure. Diagnostic results: on (B)(6) 2008: examination during essure insertion: abnormal deployment of the outer coil after releasing the system. The coil became detached from the inner coil and wrapped around itself. Another insert had to be used. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure abnormal deployment of the outer coil occurred after releasing the system, the coil became detached from the inner coil and wrapped around itself (seen as device deployment issue, device breakage and device shape alteration). The events are anticipated according to essure's reference safety information. During difficult insertions, single cases have been reported of essure breakage. In this particular case, a device deployment issue occurred during insertion and coil detached from the inner coil and wrapped around itself, another insert had to be used. Taking to account that events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the coil became detached from the inner coil"), device deployment issue ("abnormal deployment of the outer coil after releasing the system, the coil became detached from the inner coil and wrapped around itself"), device physical property issue ("the coil became detached from the inner coil and wrapped around itself") and complication of device insertion ("another insert had to be used") in a female patient who had essure (batch no. 626291) inserted. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue, device physical property issue and complication of device insertion. Essure was removed on (B)(6) 2008. At the time of the report, the device breakage, device deployment issue, device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and device physical property issue with essure. Diagnostic results: on (B)(6) 2008: examination during essure insertion: abnormal deployment of the outer coil after releasing the system. The coil became detached from the inner coil and wrapped around itself. Another insert had to be used. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.640 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 19-jun-2017: no further information provided despite follow-up attempts. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device deployment issue ("abnormal deployment of the outer coil after releasing the system, the coil became detached from the inner coil and wrapped around itself") and complication of device insertion ("another insert had to be used") in a female patient who had essure (batch no. 626291) inserted. Other product or product use issues identified: device physical property issue "the coil became detached from the inner coil and wrapped around itself" on (B)(6) 2008 and device damage "the coil became detached from the inner coil" on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device deployment issue and complication of device insertion. Essure was removed on (B)(6) 2008. At the time of the report, the device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. Diagnostic results: on (B)(6) 2008: examination during essure insertion: abnormal deployment of the outer coil after releasing the system. The coil became detached from the inner coil and wrapped around itself. Another insert had to be used. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred term: device damage. The analysis in the global safety database revealed 6 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality-safety evaluation of ptc. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.